Event description:
The customer reported at power on the screen stays black, the alarm led flashes and the unit alarms. With the unit plugged in the amber led in the power switch and the battery led are illuminated. It will not power on into diagnostic mode. There was no patient involvement at the time of the event, no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported that the customer was provided a quote for service; however, the customer rejected the quote. The customer did not respond to multiple requests for additional information. If further information is obtained, a supplemental report will be submitted.